Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. The top case was cracked by the right front bottom corner, cracked right plunger case and no visible contamination. The check syringe plunger sensor was duplicated during self test. Error history log review found a check syringe plunger sensor error. The root cause of the reported issue was found to be cracked screw boss found inside left plunger case. Flippers were stuck when plunger lever actuated. Actions were taken to mitigate the reported issue: replaced left plunger case. Performed calibration on the pump and passed all the functional tests. A corrective and preventative action has been opened to address the reported issue.

Event description:
It was reported that the pump had a check syringe plunger sensor error. No patient injury was reported.